Event description:
It was reported that the 9800 system would intermittently not fluoro in the cine subtraction mode during a case. Also the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.